Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was attempted to be implanted on (B)(6) 2012 during an esophageal stent placement procedure. According to the complainant, the indication for stent placement was to treat a 3.5cm malignant esophageal stricture. The lesion was not dilated prior to stent placement. During the procedure the deployment suture broke when the stent was partially deployed. The device was removed and the procedure was completed with a different stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The reported issue of stent partially deployed. The reported issue of deployment suture broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.